Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The customer contact reported there was no patient information available. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.

Manufacturer narrative:
The initial MDR 2112667-2018-01260 was filed in error as it was a duplicate of MDR 2112667-2018-01221.